Event description:
It was reported that the lens was found to be dry upon removal from the lens vial. There was no liquid in the lens vial. This was discovered during preparation for use.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.